Event description:
It was reported by service report that a user was pulling the cot out of the ambulance and the cot fell injuring the users shoulder. There was patient involvement and adverse consequences were reported for user pulling the cot out of ambulance who injured their shoulder. The user failed to ensure the latch bar caught the yellow latch hook at rear of ambulance.